Manufacturer narrative:
The device is not available for evaluation as it was discarded. Since the lot number of the device was not provided, a DHR review could not be performed. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Manufacturer narrative:
The investigation is ongoing. A follow-up report will be submitted, upon completion of investigation.

Event description:
Additional information reported, that at (B)(6) day post-op. The patient's intraocular pressure (iop) increased up to 50 mmhg. A small bubble of viscoelastic was observed, in the anterior chamber. This small quantity of viscoelastic is not visible, during the operation. Iop relief was performed via perforation of the anterior chamber, removal of the viscoelastic from the anterior chamber, and anti-glaucoma therapy. Current status of the patient was reported as the pupil not showing any reaction to the light. The iris was a little atrophic, and iop was 24mm hg, during anti-glaucoma therapy with alphagan and piloravpin eye-drops.

Manufacturer narrative:
The reporter has indicated that device is not available for evaluation as it was discarded and the lot number is unknown. In medical safety opinion, it is not likely that the event is associated with the reported device. Descemet's membrane detachment (dmd) is a separation of corneal descemet's membrane from the posterior corneal stroma. A single area of separation can be inadvertently expanded with further manipulation during surgery by instrumentation or fluid. It is likely that many large dmds start small and extend during surgery. The majority of dmds that occur during phacoemulsification are the result of tears at incision sites, often due to dull instruments. Surgical trauma is the predisposing factor in dmd. Inadvertent insertion of instruments between the corneal stroma and descemet's membrane, improper incisions (excessively anterior or shelved incisions), too tight or too long corneal tunnels, use of dull knifes, engagement of descemet's membrane during intraocular lens implantation or misuse of the irrigation/aspiration devices are among predisposing factors for dmd. Additionally, dmd may be caused by unintentional insertion of an instrument or fluid between stroma and descemet's membrane. To minimize the occurrence of dmd, it is recommended that one use a sharp blade for making an incision, avoid forceful insertion of instruments, and ensure the cannula enters the anterior chamber before injecting bss or viscoelastic. If there is substantial resistance during wound construction, remove and inspect the blade, and preferably replace it with a new one. One may also alter the angle of insertion or enlarge the clear corneal incision or paracentesis. Observation may be successful via spontaneous reattachment in dmds less than 1mm with non-scrolled edges. The investigation is ongoing. A follow-up report will be submitted upon completion of investigation.

Event description:
It was reported that one day post cataract surgery, the patient's eye had some air bubbles and cornea descemet membrane folds. The procedure passed easily without any complications. Patient's visual acuity pre operation 0.6. Two weeks post surgery, the patient could only see hand movements. According to the surgeon the only cause for the issue is the viscoelastic used. Additional information has been requested but has not been received.